Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated oct 29, 2009), sorin is filing this MDR at this time. Review of the device history records associated to this issue did not reveal any abnormality that could have contributed to the issue as described by the physician in this case. Results: the associated packaging components were not returned, no further analysis could be performed in order to identify what caused the inner tyvek layer to stick to the outer layer of tyvek. Conclusions: the problem is relative to the packaging of the pacemaker. This pacemaker remains implanted.

Event description:
Prior to the implant of the reply, dr mentioned a problem associated to the packaging was observed. While opening the packaging, the tyvek cover of the outer sterilized package stuck to the tyvek layer of the inner sterilized package. The associated pacemaker was subsequently implanted.